Manufacturer narrative:
UDI: (B)(4). Approximate age of device 1 year 11 months. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient called the center late in the day to report that alarms occurred during the night while supported by the power module. The patient was instructed to review the system controller history and confirmed that it was a low speed operation alarm that occurred. The patient was asked to stay on battery power only, and to report to the implanting center the following morning. The patient arrived at the center the following morning and reported that no further alarms occurred while on battery power. During system controller interrogation, the center confirmed low speed, low flow and pump off alarms occurred on two occasions. The alarms were unable to be recreated at the center with manipulation of the driveline and with body movements. Log file analysis by the manufacturers technical services representative confirmed the alarms. X rays were unremarkable; however, it was reported that there was an area of the driveline that had been previously covered with tape by the lvad clinicians. The patient was asymptomatic. It was also reported that the patient had gained approximately 10 pounds since implant. On (B)(6) 2016, the implanting center requested an ungrounded power module patient cable for the patient to use with the power module.

Manufacturer narrative:
No equipment was returned for evaluation. The report of low speed and pump stoppages was confirmed based on the evaluation of the submitted system controller log files. The log files captured low speed hazards and pump stop events while the patient was supported by the patient cable and power module. Based on our complaint history and similarly reported events, the events captured in all three submitted log files could have been potentially consistent with a compromised wire in the patient's driveline; however, a root cause for the events could not be determined without an evaluation of the device. The patient remains ongoing on vad support using the ungrounded patient cables with no further reported issues. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.